Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the fractionated of inspired oxygen (fio2) was decreasing without an operator intervention to about thirty-five (35) and then it went back up to what the perfusionist set it at. The device was not changed out as the user finished the surgery with no issues. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation in process, but not yet completed. Customer used the same unit on (B)(6) 2012 without issue. They are not currently requesting a repair on this unit.